Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 170 mg/dl. Currently the display was not blank. The battery cap was corroded. The insulin pump alarmed no delivery during a bolus and when he tried again the insulin pump alarmed no delivery again. He disconnected the insulin pump from his body and ran some insulin through. Insulin did come out. When he connected the insulin pump back, it alarmed no delivery again. The customer tried about 5 to 6 times. He changed the infusion set last night. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.